Manufacturer narrative:
Analysis description: final analysis found that the pulse generator exhibited a false elective replacement indicator alert which is consistent with that occurring as a result of transient low battery voltage. After clearing the eri flag, the device was set to its nominal settings and tested. Analysis found that the device exhibited normal device characteristics.

Event description:
It was reported that an asymptomatic patient presented to the clinic for routine follow up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. No intervention was reported.

Manufacturer narrative:
(B)(4).